Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodeno videoscope exhibited foreign material in the air/water cylinder, air/water tube, and inside of the light guide lens. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported malfunction was reproduced. Olympus confirmed that there was a foreign material. However, the type of material and the root cause could not be determined. It is unclear if reprocessing was completed per instructions for use (IFU). The foreign object was not on the outer surface of the scope and could not be removed by reprocessing. The likely cause of light guide lens glue peeled off was due to physical stress caused by hitting or dropping the distal end, chemical stress from chemical solutions used, or the like. The event can be detected and prevented in accordance with the following instructions for use (IFU). IFU states the detection method in tjf-q190v operation manual, chapter 3, preparation and inspection. IFU states the preventive measure in tjf-q190v reprocessing manual, chapter 5, reprocessing the endoscope. IFU states the detection method in tjf-q190v operation manual 3.3 inspection of the endoscope. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.